Event description:
The physician performed a ptcd to correct the stricture extending from the right branch of the segmental bile duct to the porta hepatis. Using the ptcd device, he inserted a pig and removed the pmg wire guide, which was noted to have a severed tip. The fragmented tip was left in the digestive system. The phsician stated that he always inserts a drainage catheter over the .018 cope wire guide when using the ptcd-k-2 device and suspects the narrow segment or an unexpected event caught the tip, resulting in the separation. The severed tip was not retrieved from the patient at this time.